Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirts insulin out during fill tubing. The customer¿s blood glucose was unknown at the time of incident. The customer also report that they received low battery alert after a week and no delivery and also report failed battery test alarms. The insulin pump will not be returned for analysis.